Event description:
An online obituary was identified for the vns patient. The cause of death is unknown. The relationship of the death to vns is unknown. No additional relevant information have been unsuccessful to date.